Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician inserted the faradrive sheath and a versacross connect to go transseptal. Then, a non-boston scientific mapping catheter was inserted and while doing pre-mapping it was noticed that the patient blood pressure was fluctuating. Medication was given and the procedure continued. Additionally, the patient blood pressure dropped again, the physician observed a pericardial effusion and a pericardiocentesis was performed. The procedure was cancelled, and the patient was kept under observation. The patient is expected to fully recover from the event.